Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection found that the deployment gun with a needle attached was returned for evaluation. The loader rod was deformed and jammed on the needle. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the rough use of the device, the bent condition for the loader rod is typically a result of aggressively inserting the needle on the gun's connector and rough maneuvering of the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
This is report 1 of 2 of (B)(4). It was reported that during a meniscal repair surgical procedure it was observed that while using the meniscal deployment gun device and the omnispan meniscal repair 27deg device the tool was stuck. The suture needle could not be pulled out after firing. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.